Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 700 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, malaise, fatigue treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-397a, mmt-7040a, mmt-1884. Troubleshooting was partially performed. Customer was using the insulin pump system within 48 hours of the reported event and it was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 16-aug-2024 and customer's event date of 17-aug-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 16-aug-2024 and customer's event date of 17-aug-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 16-aug-2024 and customer's event date of 17-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 11:09:00.000 (B)(6)2024 00:46:00.000, (B)(6)2024 00:56:00.000 (B)(6)2024 03:43:00.000, (B)(6)2024 03:53:00.000 (B)(6)2024 22:21:00.000, (B)(6)2024 22:31:00.000 (B)(6)2024 03:26:00.000 (B)(6)2024 22:51:00.000, (B)(6)2024 23:01:00.000 (B)(6)2024 16:28:00.000, (B)(6)2024 20:25:00.000, 08/17/2024 20:35:00.000 sensorexpiredalert (794) was found on: (B)(6)2024 17:58:41.000 lostsensor2alert (781) was found on: (B)(6)2024 23:03:00.000, (B)(6)2024 23:13:00.000 (B)(6)2024 16:45:00.000 sensorerroralert (801) was found on: (B)(6)2024 07:15:17.000 (B)(6)2024 22:43:23.000, (B)(6)2024 22:53:00.000 (B)(6)2024 00:48:23.000, (B)(6)2024 00:58:00.000 (B)(6)2024 02:33:24.000, (B)(6)2024 02:43:00.000 (B)(6)2024 04:48:23.000 (B)(6)2024 06:28:24.000, (B)(6)2024 06:38:00.000 (B)(6)2024 08:28:24.000 (B)(6)2024 10:33:25.000 (B)(6)2024 13:18:22.000, (B)(6)2024 13:28:00.000 (B)(6)2024 15:18:23.000 (B)(6)2024 19:34:24.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6)2024 07:27:00.000 insert battery alarm was found on: (B)(6)2024 08:05:19.000 (B)(6)2024 22:12:37.000 (B)(6)2024 22:22:00.000 pump error 23 alarm was found on: 08/17/2024 22:23:04.000 power loss alarm was found on: (B)(6)2024 22:23:15.000 (B)(6)2024 22:23:23.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)-2024 at 4:45:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.